Event description:
It was reported that pump touchscreen had scratches that made displayed insulin values and blood glucose readings hard to see. No additional information was received regarding the outcome of the event, including any impact to the customer¿s blood glucose level. Customer declined further follow up, and no corrective actions or technical support interventions were reported.